Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal\my surgery was friday'), pulmonary embolism ('pulmoray embolisms which are blod clots in your lungs'), deep vein thrombosis ('I ended up get a dvt which is a blood clot in my calf') and intestinal resection ('bowel resection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and intestinal resection (seriousness criterion medically significant) and experienced pulmonary embolism (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant) and post procedural contusion ("lot of bruising"). The patient was treated with enoxaparin sodium (lovenox hp) and surgery (laproscopic hysterectomy (B)(6) 2017). Essure was removed. At the time of the report, the medical device removal, pulmonary embolism, deep vein thrombosis, intestinal resection and post procedural contusion outcome was unknown. The reporter considered deep vein thrombosis, intestinal resection, medical device removal, post procedural contusion and pulmonary embolism to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal\my surgery was friday'), pulmonary embolism ('pulmoray embolisms which are blod clots in your lungs'), deep vein thrombosis ('I ended up get a dvt which is a blood clot in my calf') and intestinal resection ('bowel resection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and intestinal resection (seriousness criterion medically significant) and experienced pulmonary embolism (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant) and post procedural contusion ("lot of bruising"). The patient was treated with enoxaparin sodium (lovenox hp) and surgery (laproscopic hysterectomy 2-24-17). At the time of the report, the medical device removal, pulmonary embolism, deep vein thrombosis, intestinal resection and post procedural contusion outcome was unknown. The reporter considered deep vein thrombosis, intestinal resection, medical device removal, post procedural contusion and pulmonary embolism to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.